Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a pelvic floor reconstruction procedure. According to the complainant, the patient presented with urinary retention either on the same day, or on the day immediately after the procedure. The patient self-catheterized for one week, and the retention eventually resolved without any further intervention. The patient is reportedly in fine condition.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. (B)(4)